Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice unit during initial drain. The patient line of a homechoice cassette became disconnected from the transfer set. The technical service rep (tsr) advised the home patient (hp) to use new supplies. There was no patient injury or medical intervention with this report.

Manufacturer narrative:
Sample discarded.